Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one handle and two reloads all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that during the low ant resect double staple procedure the reload jaws would not close and the instrument would not fire. The instrument was received engaged with the first radial reload. Visual examination noted that the radial reload was pre-fired and engaged in interlock with the jaws open. The radial reload was unloaded from the instrument without difficulty. Functionally, the instrument was then loaded with post market vigilance representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the radial reload was loaded into the subject instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the radial reload anvil was deformed at the clamping feature. The interlock was overridden and the radial reload was applied to test media. All staples were placed and test media was cleanly transected. The second radial reload was received engaged with an endo gia¿ ultra universal 12mm single use instrument reported in (B)(4). The radial reload was unloaded without difficulty. The second radial reload was then loaded into the subject instrument for functional testing. Again, it was observed that the anvil could not be closed completely on the initial clamping stroke due to the deformed anvil clamping mechanism. The interlock was overridden and the radial reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each radial reload from cycling again. A review of the device history records could not be performed because the lot numbers were was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the radial reload from firing a second time. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the jaws did not close upon the first fire. To correct the problem, the doctor grasped tissue while he squeezed the handle, and then it could be closed. However, the device did not fire at all. A new handle and sulu were opened, but jaws did not close again. At last, egia60axt reload was used to continue the procedure. Operating time was extended by more than 30 minutes. There was no additional tissue resection, however, there was tissue damage as the rectal wall was slightly damaged according to the doctor.